Event description:
On june 8, 1999 a n-20 pulse oximeter was evaluated for a routine svc repair. Upon investigation, the n-20 was found to provide high saturation readings, from 6 to 15 points high. No pt involvement.